Event description:
The customer reported that the footpedal on the system needs to be replaced and the shutters need to be adjusted. No patient injury was reported.

Manufacturer narrative:
(B) (4). The system was repaired, found to be operating as intended, and released to the customer for use.